Event description:
An olympus employee reported there was abnormal air flow from the insufflator. The subject device is an olympus loaner unit. The issue was not identified while the device was in-use at a facility. The device was sent to an olympus service center for evaluation. During inspection and testing, service found an incorrect flow rate was being displayed. This report is being submitted for the malfunction found during evaluation (incorrect flow rate displayed). There was no patient or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing of the returned device, service found the incorrect flow rate was being displayed due to a damaged solenoid valve. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the incorrect flow rate was displayed due to failure of the solenoid valve. However, the root cause of the solenoid valve failure could not be determined. Olympus will continue to monitor field performance for this device. G3: this late MDR is being submitted as a result of a complaint retrospective review.

Manufacturer narrative:
This report is being submitted for a correction to g3 of the initial medwatch. The aware date should be 14-jun-2021.